Event description:
Covidien received a report from (B)(6) stating that a ht70 ventilator experienced a malfunction during pt use. When the ventilator was connected to an alternating current power source a backup battery failure alarm occurred. The unit was then re-booted and all the parameter settings showed zero. The backup battery failure resolved with a reboot of the device. During this event the pt was manually ventilated and then placed on another ventilator. There was no pt injury reported.

Manufacturer narrative:
A supplemental report will be submitted if and when add'l info becomes available. (B)(4).